Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing impedance out of range and noisy signals. The lead remains in service. No information is available at the moment.